Event description:
The device was explanted.

Manufacturer narrative:
The event of abscess is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "abscess." Treatment of "antibiotic therapy and percutaneous drain placement under local anesthesia followed by closed continuous aspiration" was provided, and the device remains implanted.